Event description:
It was reported that outside of surgery, the unit had lack of power to drive the blades. During product evaluation, it was found that the unit had inconsistent motor speed. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in (B)(6). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have inconsistent motor speed. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.